Event description:
It was reported by a sales rep that a revision surgery was necessary to remove a spacer which had retropulsed into the spinal canal at l3-5. Pt underwent initial surgery (B)(6) 2012; several months post-op, the pt presented radiographically with the spacer having retropulsed. The revision surgery took place on (B)(6) 2012. The implant removed from a far lateral (xlif/llif) approach and replaced with another spacer (not manufactured by globus). There were no complications during the revision surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval; however, a review was conducted of all applicable material records, mfg records, storage records, and distribution records. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedure. Based on record review of all available info, it is determined the caliber spacer 10 x 26mm, 10-15mm design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction. See scanned page.